Manufacturer narrative:
Analysis found that the complaint regarding overheating was confirmed. The handpiece was not tested because of grinding and loud noise. The handpiece was not working properly. All the internal parts and the nose bearing assembly were corroded. The nose bearing assembly and all the internal parts were replaced. The device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the device was overheating and noisy when running during servicing. The temperature recorded after 20 minutes was 140 f. There was no patient or staff impact.